Event description:
Caller reported that the pump housing and usb port were damaged, affecting the ability to charge the device. Although the damage did not cause the pump to shut down, it was unclear if the screws were still holding the surrounding plastic in place. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.